Event description:
These allografts are cultured before they are implanted into pts. The grafts from 4 pts had pulse field gel analysis done and it was found that 2 pts' isolates were identical (mrsa) and 2 other pts' isolates were identical (mrsa). This suggests there could be some common contamination. Co was notified and is planning an investigation. Not clear if problem is internal or from co. None of the pts have become infected. Pts 1 and 2 identical. Pts 3 and 4 identical. Pt 1: 990974002, pt 2: 991026001, 990945004, 99029003, pt 3: 990549018, pt 4: 980492014. Pt 1 had tibial implant. Pt 2 had tendon implant. Pt 3 had bone chips. Pt 4 had bone chips.

Event description:
These allografts are cultured before they are implanted into pts. The grafts from 4 pts had pulse field gel analysis done and it was found that 2 pts' isolates were identical (mrsa) and 2 other pts' isolates were identical (mrsa). This suggests there could be some common contamination. Co was notified and is planning an investigation. Not clear if problem is internal or from co. None of the pts have become infected. Pts 1 and 2 identical. Pts 3 and 4 identical. Pt 1: 990974002, pt 2: 991026001, 990945004, 99029003, pt 3: 990549018, pt 4: 980492014. Pt 1 had tibial implant. Pt 2 had tendon implant. Pt 3 had bone chips. Pt 4 had bone chips.

Event description:
These allografts are cultured before they are implanted into pts. The grafts from 4 pts had pulse field gel analysis done and it was found that 2 pts' isolates were identical (mrsa) and 2 other pts' isolates were identical (mrsa). This suggests there could be some common contamination. Co was notified and is planning an investigation. Not clear if problem is internal or from co. None of the pts have become infected. Pts 1 and 2 identical. Pts 3 and 4 identical. Pt 1: 990974002, pt 2: 991026001, 990945004, 99029003, pt 3: 990549018, pt 4: 980492014. Pt 1 had tibial implant. Pt 2 had tendon implant. Pt 3 had bone chips. Pt 4 had bone chips.

Event description:
These allografts are cultured before they are implanted into pts. The grafts from 4 pts had pulse field gel analysis done and it was found that 2 pts' isolates were identical (mrsa) and 2 other pts' isolates were identical (mrsa). This suggests there could be some common contamination. Co was notified and is planning an investigation. Not clear if problem is internal or from co. None of the pts have become infected. Pts 1 and 2 identical. Pts 3 and 4 identical. Pt 1: 990974002, pt 2: 991026001, 990945004, 99029003, pt 3: 990549018, pt 4: 980492014. Pt 1 had tibial implant. Pt 2 had tendon implant. Pt 3 had bone chips. Pt 4 had bone chips.